Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2022-03179. It was reported the patient experienced lateral rib stimulation with their scs system. As a result, surgical intervention occurred on (B)(6) 2022 wherein the physician repositioned the leads to gain total pain pattern coverage. Some rib stimulation remained. Due to excessive scar tissue, physician was not able to position the leads as midline as the patient may have wanted. In turn, patient requested to have the full system explanted to address the issue.